Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, the patient was sitting at home when she started to feel symptoms of hypoglycemia. Her husband pricked her finger, and the bg finger stick value was at 40 mg/dl while the cgm value was 85 mg/dl. He did not give her anything to eat at that point. The spouse indicated ¿she's pretty unconscious¿ during this time which is presumed to mean she was unable to treat herself. No other symptoms were reported. He drove her to the emergency room. They arrived at the hospital around 10am. When they arrived at the hospital, her fingerstick was around 18 mg/dl, however the spouse did not remember the exact value for her cgm. The nurse also removed her sensor when they arrived at the hospital. She was treated with IV glucose and monitored overnight. On (B)(6) 2023 at 12:00 pm she was discharged. Her husband mentioned to the nurse to prick her finger again before she was discharged, but he did not remember the bg finger stick value. At discharge, the patient¿s condition had stabilized, and she felt normal. At the time of the follow up call by technical support on (B)(6) 2023, the patient felt fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.